Event description:
It was reported that when the patient stood up he fainted. During in-clinic follow-up, noise was noted on egm which inhibited the pacing. The source of the noise could not be determined. The device was reprogrammed. Patient¿s condition is unknown after the event.